Manufacturer narrative:
System performance and pre-analytical sample handling information was not provided. Customer retrieved the reagent pack, and noted the test count on the system was 42, but the reagent pack was almost empty. A field service engineer (fse) performed a telephone troubleshooting with the customer in 2007. Per the fse, a new reagent pack could be scanned on the analyzer, but accidentally an old reagent pack could be loaded. The fse stated the customer also believes this event was due to loading of a reagent pack with an insufficient reagent. This scenario is consistent with the initially suppressed value provided. The customer believes this event would have been detected sooner if the operator would have performed qc on the freshly loaded reagent pack as per lab policy. The erroneous results obtained were all from one reagent pack. The fse indicated the customer had not had any other issues with other reagent packs or assays after a new pack was loaded properly. Likely incorrectly loaded reagent pack onto the system may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results that were generated by the synchron lx I 725 instrument. The customer indicated that five (5) patient results were associated with this event. However, the customer only provided results for one (1) patient. The initial accu tni result was 0.12ng/ml. The result was reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 10.9ng/ml. Per customer, the result of 10.9ng/ml. Was believed to be a true result as the patient is known of having an elevated accu tni result in the past. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.